Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) did not pass incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt failed incoming functionality testing. Upon eval, the connector was cut off the trunk cable. The cause of the incoming test failure was the severed trunk cable connector. The root cause of the damaged trunk cable was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged belt.